Manufacturer narrative:
(B)(4). The device catalog# is not sold in the us. Similar product sold in the us. Additional information indicates that the swg migrated.

Event description:
It was reported that "a patient had to be surgery urgently to removal the guide from the vessel due to the design of the catheter is wrong. As per the hospital the cause of this incident is the wrong design of the devise due to the guide is shorted (33 cm) than the catheter ( 50 cm)."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a patient had to be surgery urgently to removal the guide from the vessel due to the design of the catheter is wrong. As per the hospital the cause of this incident is the wrong design of the devise due to the guide is shorted (33 cm) than the catheter ( 50 cm)."